Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported a little over a month ago seeing the poor communication screen on the patient programmer (pp) and being unable to connect with the implant using the recharger or the pp. The consumer further reported they had problems with the recharger and were unable to charge the implantable neurostimulator (ins). According to the consumer they had been able to "finagle: the device to get somewhat of a charge after getting a new desktop charger, but then the recharger wouldn't function properly and was working intermittently. Even though a recharge session was able to be achieved momentarily, they were unable to obtain good coupling, and the recharger would just "do its' own thing" again. It was unknown when the last successful recharge session was but it had been a little over a month since the ins was on or had any stimulation output so their back pain was "killing them."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.